Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following an scs trial, patient experienced severe pain in their back. As a result, physician explanted the trial lead and sent the patient to hospital for further observation to address the issue. The pain in the back has now resolved.